Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing leaked and blood backed up could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing and blood backflow during infusion. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: 200669. Tubing was found with total clean shear of tubing allowing IV fluid to leak out and blood to back up in central line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing and blood backflow during infusion. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: 200669 tubing was found with total clean shear of tubing allowing IV fluid to leak out and blood to back up in central line.